Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 2.75mm x 4mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.75x28mm promus element plus stent was advanced and implanted. However, during post-dilatation, distal edge dissection was observed. The procedure was completed with a different device. No further complication were reported and the patient's status was stable.